Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s height reported as 183.50 cms. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in a surgery on (B)(6) 2018 while the doctor was gathering bone from the calcaneus with the trephine attachment, the three prongs of the trephine attachment snapped off. No fragments were generated from the broken device. Also, while the doctor went to plunge the bone out of the guide wire the bone was stuck on the attachment and the plunger bent. The case was delayed about 5 minutes due to this. There was no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.111.030; lot: 9763178; manufacturing site: bettlach; release to warehouse date: 17. Feb. 2016; no nonconformances (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Investigation summary: device evaluation: 03.111.030; investigation flow: broken; visual inspection- the shaft for trephine attachments, 03.111.030, was received with two (2) of the three (3) distal prongs broken off. One (1) of the broken prongs were returned. The remaining one (1) broken prong was not received. The breaks are each roughly transverse and located as the base of the prongs. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. Document/specification review- the current and manufactured revision drawing were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of the inner diameter at the distal opening of the device measured 3.25mm which is within the specification of 3.2mm +0.10/+0.02 [3.22-3.3] per the reviewed drawing. Measured using calipers 814. Inspection of the outer diameter at the fracture could not be completed due to the post manufacturing damage and orientation. The distance across the flats of the hex adjacent to the fracture measured 5.47mm which is within the specification of 5.5mm -0.010/-0.058 [5.442-5.49] per the drawing. Measured using calipers 814. Material review/hardness review: during review of the device history record(s) the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially form off-axis use or incomplete attachment of the mating attachments. Conclusion: in conclusion, the complaint condition is confirmed and the device is broken as reported. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.